Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v892719, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that when the patient would enter some stores (security devices), the patient would feel stimulation more in ¿the mid vagina.¿ it was noted the patient felt ¿a sensation,¿ but it was not painful. About a week later, it was indicated that no interventions were needed or planned. The patient was ¿fine¿ as of (B)(6) 2013. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID (B)(4) lot# v892719 serial# implanted: (B)(6) 2012 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient noticed that when they went through security screeners they got shocked and felt a little zap that was not painful and they noticed this twice only at (B)(4). No further patient complications were reported/ anticipated as a result of this event.